Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on april 09, 2021 with lot number 2898686. Analysis of the returned device identified: creases fold, wear abrasion and opening curved on radius leak test and microscopic analysis were performed which identified: striated opening on radius, observed void >1 mm in non-textured, valve-to shell-bond area and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consistent with the use of some surgical tool."

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.